Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient has not been able to charge their implant for the past 4 days. Caller stated that they spoke to a m edtronic representative earlier today and were advised to call patient services for a replacement recharger; caller noted that they tried calling the rep last week but only got a phone call back from the rep earlier today. Caller reported that the rep thinks the issue is the recharger and that they have tried everything and still cannot get the recharger to work. Agent had caller examine the equipment for damage; caller confirmed that there was no visible damage to the equipment, but stated that the paddle gets pretty hot when trying to charge the implant. When asked for a managing hcp; caller stated that thepatient just switched doctors but does not remember their name. The issue was not resolved. An email was sent to the repair department to replace the recharger. ! 2 calls !

Event description:
Additional information received from patient representative (pt rep). Pt rep called back and reported after receipt of the recharger they were able to charge the controller, but had some other ongoing issues. Patient had the controller at 90% during call, and ins was 100%; however, did not appear that the stimulation percentage had gone down, and their back was in pain. Agent reviewed stim may be turned off, and would need to be turned on manually. They were unable to progress to home screen, but top button worked to turn on stimulation and confirmed green box was around group a. Patient said they may have let stimulation get low enough for stim to turn off, but turning stimulation on did not begin to give them relief while on call. They said they had again spoken with their manufacturing representative, who instructed them to call for a replacement controller. Agent had patient connect the recharger, and they had trouble getting through to the charging screens earlier. After having them reset with ac power cord, the screen powered on and green light was flashing after reinserting li battery. When reconnecting recharger, they confirmed seeing green flashing light while they cycled through looking for device, then got stuck on checking recharger before prompting them to try again (agent understood no device found) may have come up, or kept getting reposition screen. They could not connect to begin normally charging ins, again stuck at checking recharger. Agent reviewed information and agreed to send controller. Email sent to repair and agent closed case.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot#/serial# (B)(6), product type recharger h3: analysis of the 97755 recharger (rtm) (s/n (B)(6) ) revealed a no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.